Manufacturer narrative:
Continuation of d10: product ID 8780, serial#(b(6), implanted: (B)(6) 2016, product type catheter . Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-mar-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl (na mcg/ml at na mcg/day) and bupivacaine (na mg/ml at na mg/day) via an implantable pump for unknown indications for use. It was reported that "for a long time now" he did not feel he has been getting much of his medication. The patient stated, "in (B)(6) 2023 the patient assistant that fills the pump said there was way more medication there than what she was expecting". She was expecting about 2cc, but nurse pulled out 16cc. The patient reported volume discrepancy possible catheter issue. He will be having a consult with their managing doctor on (B)(6) 2024 to determine next steps. Troubleshooting was not required. The issue was not resolved as troubleshooting is not needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the patient was having a replacement procedure on (B)(6) 2024. It was unknown when the issue first occurred. The hcp did not believe it was an issue with the pump but rather an issue with the catheter due to several instances of inaccurate volume returns at refills. The cause of the issue was not determined and there were no external, environmental, or patient factors that may have caused or contributed to the issue.